Manufacturer narrative:
Internal complaint reference (B)(4). Article cite: zhang qf, song w, she cp, liu dl, li dw, zhang xr, cheng c. [Coblation-assisting uvulopalatopharyngoplasty combining coblation-channeling of the tongue for patients with severe osahs]. Lin chung ER bi yan hou tou jing wai ke za zhi. 2012 feb;26(3):114-7. Chinese. Doi: 10.13201/j.issn.1001-1781.2012.03.013. Pmid: 22506427.

Event description:
It was reported that on literature review "the clinical signiflcance of the anatomy of palate and tongue in coblation-assisfing hanuvulopalatopharynoplasty combinig radio frenquency ablation of the tongue in patient with severe osahs", one patients had a postoperative pulmonary artery embolism 10 days after a han-uvulopalatopharyno plasty using a reflex 55 wand, an evac 70 wand and coblator ii surgery system. No further treatmen reported. Patient outcome is unknown. No further information is available.

Manufacturer narrative:
H10 h6 the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review found no similar reported events. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The data presented in the aged article from china was translated and the information was provided on an expanded excel spreadsheet. However, it did not provide insight or relevance to current clinical outcomes for the product/device. Based on the information provided, no further information is available. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed, and the root cause could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.